Manufacturer narrative:
The manufacturer reviewed the IFU 0020-0013-rev d for the instrument set (which includes guidance for processing prior to surgery) with its regional managers and provided an alert via the manufacturer's field app to all of its authorized independent reps. The complaint was also reviewed with the manufacturers third-party logistics team. The complaint was closed but is subject to further review should appropriate details become available.

Event description:
A complaint from an anonymous voluntary reporter asserts potential contamination and unclean re-usable surgical instruments. Event date on 26-feb-2025. Initial anonymous report date on 17-apr-2025. Reference MDR report numbers mw5169442, mw5169443, mw5169444, mw5169445. Only one catalog # was provided (3w09-4000) in the FDA-3500 report. The serial number for the instrument set was not provided. The brand name reported was inconsistent. The lack of information, inconsistencies in the initial FDA-3500 report and the anonymous nature of the complaint made it very difficult to conduct a detailed investigation. The complaint was logged in the manufacture's quality management system (qms). With a relatively high level of confidence, based primarily on the catalog # provided, the manufacturer identified a range on instruments sets that contain 3w09-4000. None of the instrument sets containing 3w09-4000 were the subject of a customer complaint on or around on 26-feb-2025. In fact, all of the instrument sets containing 3w09-4000 were successful utilized in multiple surgeries between (B)(6) 2025 and the date of this report.